Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 672 mg/dl. The customer's daughter stated that the insulin pump alarmed no delivery and the customer changed her infusion set twice prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery during the initial prime test. However, after changing the infusion set the prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.